Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was leaking out of the unit near the swivel, the control bar was not in the correct position, and the calibration was out at the 0 and 20 reading. The issues were discovered during servicing. No adverse events were reported as a result of these malfunctions. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h4; h6, h10 review of the most recent repair record determined the device was leaking air from the swivel, the control bar was out of position, and the calibration was out at the 0 and 20 readings. The swivel, motor, bearings, gears, planetary shaft/carrier, and various other parts were replaced, the control bar was repositioned, and the device was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.